Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: stavropoulos, w., grande, w. J., trerotola, s. O., reilly, p. M., clark, t. W. I., soulen, m. C., ¿ kate, m. K. (2005). Experience with the recovery filter as a retrievable inferior vena cava filter. Experience with the recovery filter as a retrievable inferior vena cava filter, 16(9), 1189¿1193. Doi: https://doi.org/10.1097/01.rvi.0000171689.52536.fd.

Event description:
It was reported in an article from the journal of vascular and interventional radiology (jvir) titled " experience with the recovery filter as a retrievable inferior vena cava filter " that 35 days after filter placement, symptomatic pulmonary embolism (pe) was confirmed on computed tomography (CT) in one patient. Another patient was admitted to the hospital 4 days after filter placement for symptomatic pe and discharged with oral anticoagulation regimen, however, readmitted 3 months after for a newly symptomatic pe. The status of the patients was not provided.